Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and was able to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when attempting to power on their device it locked up and would not complete a boot cycle. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer¿s device and replaced the system controller assembly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed system controller pcb assembly and determined that the pcb's program flash was not operating. The program flash is contained in both integrated circuit, designators u24 and u25.

Event description:
The customer contacted physio-control to report that when attempting to power on their device it locked up and would not complete a boot cycle. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.